Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off event in between 7-may-2024 and 25-jun-2024. The infusion set was in use for a day. No further information available.